Event description:
It was reported that the patient was implanted with the deep brain stimulator for parkinson¿s disease but had a known nickel allergy. Following the implant the patient was admitted to the emergency room with neurological symptoms which included changes in unilateral tremor. The time between the implant and the emergency room admission was unknown. The patient had a potential allergic reaction. It sounded like the patient was explanted. It was also stated that the patient had a potential allergic reaction due to infection after removal of his system. The healthcare professional was upset that the allergy kit material program had been ended. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).